Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set fell off during use on 29-may-2024, 05-jun-2024, 06-jun-2024. The blood glucose level of the patient ranged between 210 to 220 mg/dl. The issue occurred with three similar types of infusion set used for one and half days. No further information available.